Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the ed with burning chest pain. No alarms or warnings were noted on the device. The patient's mean arterial pressure (map) was elevated to 100. The patient said the pain felt like it did when they had a heart attack before. The patient's international normalized ratio (inr) was 2.1 a few days prior.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
As of 28mar2025, the site stated that the patient was doing well, but the date of any previous heart attack, the cause of chest pain, and whether any diagnostic testing or treatment was performed was all unknown.

Manufacturer narrative:
Section a: patient gender correction. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. The log file contained routine battery depletion events and power source changes. No notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event